Event description:
Information was received from a foreign healthcare provider via a company representative regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that during the patient's scheduled pump replacement, a complete catheter tear was discovered. It seems the catheter was pulled because of a previous pump relocation from their right side of their abdomen to their left side of the abdomen. The pump segment was replaced and the patient's daily dose was reduced to 1/3 of their latest daily dose. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8781. Serial# unknown: explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.